Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015-04, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that there was a lead revision. Surgical intervention had been set for (B)(6) 2015. More information will be obtained from the healthcare provider (hcp). The event occurred during normal use.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer's representative (rep) reported that cause of the revision was that the lead needed adjusting to eliminate rib stimulation. This issue occurred at some point post implant, but it was unknown when. At the time of the report, the issue was resolved and the patient had excellent coverage. The cause of the issue was lead placement.